Event description:
It was reported to olympus that during reprocessing, the 4k autoclavable camera head had a blurry and distorted image. Upon inspection and testing of the returned device, it was observed that the device had a communication error e222. This report is being submitted for the event found during estimation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was unable to confirm the reported distorted image. The evaluation uncovered an intermittent image and communication error code e222 due to a faulty cable unit. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that during reprocessing, the 4k autoclavable camera head had a blurry and distorted image. Upon inspection and testing of the returned device, it was observed that the device had a communication error e222. This report is being submitted for the event found during estimation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was unable to confirm the reported distorted image. The evaluation uncovered an intermittent image and communication error code e222 due to a faulty cable unit. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, regarding the 4k autoclavable camera head image not appearing was confirmed .the image was not being displayed because the cable unit malfunctioned. We confirmed that the IFU of ch-s400-xz-ea describes the following. We determined that the reported issue might have been prevented by following: precautions: do not strike the camera head. The camera head may be damaged. Do not hit or bend the electrical contacts and optical connecting part on the video connector. The connection to the camera control unit may be impaired and faulty contact can result. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately.